Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted d2 diode, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the diode and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.